Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be (B)(6). (B)(4) relates to (B)(4) for the reported event of the biopsy cap sponge being pushed out into the scope. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the doctor inserted a sphincterotome through the rx locking device biopsy cap. However, during advancement of the sphincterotome, resistance was encountered and it was discovered that the foam sponge from within the biopsy cap had dislodged from the cap and became stuck within the working channel of the endoscope. The endoscope was removed from the patient, and a second rx locking device and biopsy cap device was used with a new ercp scope to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. The facility was able to extract the foam sponge from the first endoscope.